Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned cut in two segments. Internal insulation abrasion was found at 13.5-14.9cm from the distal tip electrode. The etfe coating was intact at the same location.